Event description:
It was further reported that the patient continued to have coupling and/or communication issues. The patient had the recharger replaced about "one year ago" but this did not fix the problem. The patient had 2-3 boxes for recharging and had to recharge for 2-3 days to get 50-75% charge. The device was very superficial and "sticks out". The antenna locate feature was used, which resulted in a power on reset, which then lead to the normal recharging screen. The patient recently moved and was looking for a new managing physician.

Manufacturer narrative:
(B)(4).

Event description:
The pt experienced coupling and or communication issues. He last charged 2 weeks ago. The poor communication screen displayed. The antenna locate feature was performed which created a power on reset (por). He then was able to charge with 2 coupling bars, which was most he has gotten since implant. He has a big belly and can not use the belt so he wears tight pants instead. It was later reported that he was not able to adjust stimulation. The message "call your doctor" icon displayed. Clearing the por and reviewed how to perform recharger reset resolved the reported issue.